Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was not displaying the correct reading on the display but was delivering correct oxygen levels. The device the manufacturer received information alleging a ventilator is not reading oxygen levels. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Was swapped with another. No patient harm was reported. The customer reported that when tested, the device failed calibration, despite trying new oxygen cells. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not displaying the correct reading on the display but was delivering correct oxygen levels. The device was not in patient use. The oxygen blending module subassembly, system board and oxygen blending module harness was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly, system board and oxygen blending module harness functioned as designed and operated without issue or error codes.